Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a surgical procedure he laser probe would not fit into the 25g trocar. The laser probe was exchanged to complete the procedure. There was no patient harm.

Manufacturer narrative:
This probe was not returned for evaluation. There was no further information obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The probe was packaged on (B)(6) 2017 there ere 930 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No further information was able to be obtained from this customer. However, the flex laser probe was returned for evaluation. The flex laser probe was packaged on may 24, 2017. There were (B)(4) paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The flex laser probe was received for evaluation. A visual evaluation of the returned sample found a non-conforming tip. Thus, no further evaluation could be performed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).